Event description:
Customer reported rotor broke into pieces.

Manufacturer narrative:
Customer reported a rt12 rotor was broken into pieces on their statspin mp unit; however pieces were contained inside the unit. There was no report of exposure to the operator or impact to patient results. The return of the unit is being requested for further evaluation.